Manufacturer narrative:
The reliability analysis evaluated one opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were no anomalies found. An occlusion test was ran per dop 114 811. The reservoirs were filled with diluent, and connected to a new infusion set. A reservoir and connector into a 7xx pump was installed. A manual prime was performed on the insulin pump. A visual fluid flow through infusion set and out catheter tip. It was concluded that the reservoir was not occluded.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump when he was changing out his infusion set. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The issue was resolved when the customer changed his reservoir; the reservoir must have had an occlusion. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).